Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings from her insulin pump. The customer's blood glucose reading was 20 mg/dl. The customer stated that 3 weeks ago she was in the hospital; she received low sensor glucose readings. The customer replaced the sensor 5 times because the pump kept receiving cal errors and change sensors. The customer also stated that she had issues with her sensor glucose versus her blood glucose. The customer was advised to disconnect from the set and remove the reservoir from the pump. The customer was advised to check the status screen and then visually inspect the reservoir. The customer was advised to monitor the pump and call back if any issue persists.